Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-19069. It was reported the pt's programs were auto-reducing. X-rays revealed one of the lead connectors was disconnected from the ipg header. The pt also has an infection at the lead incision site. The physician is treating the pt with oral antibiotics. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.